Event description:
It was reported that the device had a bubbled up downstream occlusion seal. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be broken, a bubbled dso seal, and a worn uso seal. There was no evidence in the device's event history log. The visual inspection has verified and confirmed the reported problem. It was determined that the dso seal was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.